Event description:
The patient said the pump was not responding to button presses. The patient said the pump was used in a lake. There was no evidence of misuse of the product. The patient does not clean the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately with normal springback. The keypad was removed and no contamination was found under the button contacts.